Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Test strips were not used to confirm and the machine did not alarm. Estimated blood loss was 10cc's. Patient had no adverse effects and no medical intervention was required. Sample was discarded.